Event description:
It was reported that during pre-use check, the cardiosave intra-aortic balloon pump (iabp) had an autofill failure. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Site name) - (B)(6).

Manufacturer narrative:
Updated field: b4, d9, e1-(site country), g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component codes, investigation conclusions),h10. It was reported that during preventive maintenance done by a getinge field service engineer (fse) the cardiosave intra-aortic balloon pump (iabp) unit had autofil failure alarm. There was no patient involvement. How ever there is no adverse event reported. Fse resolved the issue by replacing regulator,drive. Fse then performed full pm, calibration, functional testing to the unit. The equipment was cleared for customer use. The defective components were received for further investigation.the failure analysis and testing department was able to replicate the failure experienced by the customer and it looks like the drive regulator valve is not working properly. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a.